Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The sieve beds have dusted the internal parts of the unit. The tubing got so hot the tubing started to melt.